Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use it states: do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to / breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm. A gore® dryseal flex sheath was used for access. When the sheath was removed from the patient, vessel damage to the right external iliac artery was confirmed. As a treatment, 2 gore® viabahn® vbx balloon expandable endoprostheses were implanted. The procedure was completed without any further issues. The physician commented that there was strong resistance during the sheath insertion, and the vessel damage was caused by the sheath.